Event description:
Pt had laparoscopic hysterectomy in (B)(6) 2006. Surgi-wrap was placed to prevent adhesions. This embedded into the vagina and lacerated her partner. This was removed on (B)(6) 2006.